Event description:
Pt has been hospitalized for 700+ blood sugars. At the hospital discovered that tubing torn at the luer lock. On december 9, 2002 maersk medical a/s received the complaint. No sample returned.